Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the sheath was difficult to advance and became twisted inside of the patient. The device was difficult to remove from the patient, but was able to be removed from the patient without intervention.

Manufacturer narrative:
Visual inspection was based solely upon a review of the photograph provided. The device was not returned. The sheath tubing appeared to be creased in accordion-like folds. The sheath damage is consistent with the reported sheath insertion and withdrawal difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.